Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/5/25 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2025. The user was found unconscious by their husband, who called 911. They believe their bg dropped to 39 mg/dl but do not fully remember the event. The user had exercised earlier in the day without removing their ilet. The user was admitted to the hospital around (B)(6) 2025 and released on (B)(6) 2025. Treatment included IV fluids. The user does not recall whether the device issued low bg alerts. The user has since resumed using the ilet. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the event.